Event description:
The customer reported that the system's vascular program was not functioning. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep formatted the hard drive and reloaded the software. The system was tested and found to be working as intended and put back in service.